Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 440 mg/dl. The patient treated via manual insulin injection. The patient was recently hospitalized for a surgery. The patient stated that her blood glucose may have increased due to not being able to hear her alerts; she mentioned that she may have had a low reservoir or a suspended insulin pump that she was not aware of. The patient was assisted with turning on the vibration function. The insulin pump was not returned for analysis.